Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ultrasound image is not displayed. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reported event could not be determined, whereas the additional reportable finding of ultrasound image is not displayed occurred due to corrosion on ultrasonic connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound gastrovideoscope did not properly reprocessed. According to the initial reporter, the unit did not pass the washing cycles 3 and 4. There were no reports of patient harm.